Event description:
It was reported that increasing pacing impedance was observed. Possible externalized conductor was observed. Dft testing will be performed and full cine will be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.